Manufacturer narrative:
(B)(4).

Event description:
It was reported to boston scientific corporation that a hurricane rx dilatation balloon was used in the colon during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2022 during the procedure, after advancing the balloon into the patient, the physician found that the balloon did not inflate when pressure was applied. The device was then withdrawn from the patient and found that the front end of the balloon was damaged. The procedure was completed with another hurricane rx dilatation balloon. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Block h6: device code a04 captures the reportable event of balloon damaged. Block h10: investigation result pinhole the returned hurricane rx dilatation balloon was analyzed and a visual examination found that the balloon and catheter of the device had no damages. Functional analysis was performed and the balloon was inflated without a problem. However, the balloon would not hold pressure due to a pinhole in the distal section of the balloon. Microscopic inspection found the balloon had a pinhole located approximately 38mm from the tip. With all the available information, boston scientific concludes the reported event of balloon damaged was confirmed. It is possible that factors encountered during the procedure, such as the interaction with any kind of sharp surface during the procedure could create friction on the balloon and cause a pinhole. Therefore, the most probable root cause is adverse event related to procedure. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications.

Event description:
It was reported to boston scientific corporation that a hurricane rx dilatation balloon was used in the colon during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2022 during the procedure, after advancing the balloon into the patient, the physician found that the balloon did not inflate when pressure was applied. The device was then withdrawn from the patient and found that the front end of the balloon was damaged. The procedure was completed with another hurricane rx dilatation balloon. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable.